Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded down and up buttons on the keypad traces. No button error alarm and no unexpected numbers ramping during our testing. The insulin pump has minor scratched lcd window, cracked case at display window corners, cracked reservoir tube lip and stained end cap sticker.

Event description:
It was reported that the insulin pump alarmed for a button error and that the buttons were sticking. The blood glucose reading was 210 mg/dl. Nothing further was reported.